Event description:
It was reported that bd¿ insulin syringe with ultra-fine¿ needle pierced through the shields and package. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the needle through shield and package caused needle pricked the nurse.

Manufacturer narrative:
H.6. Investigation: customer returned (10) 1cc, 12.7mm, 29g syringes in a sealed poly bag from lot # 7198505. Customer states that the needle was through the shield and package and caused the needle to prick the nurse. The returned poly bag was examined and exhibited one syringe with the shield off in the bag, exposing the cannula, which could lead to a needle stick. A review of the device history record was completed for batch# 7198505. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Possible root cause is likely during the auto packaging operation that the shield could catch on the outside of the carton and when the product tamp station presses the air out of the bags the shield could be removed exposing the cannula. This would likely proceed through the system undetected unless it was detected during hourly visual inspections for missing components.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ insulin syringe with ultra-fine¿ needle pierced through the shields and package. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the needle through shield and package caused needle pricked the nurse.